Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-03108. It was reported, when charging her scs system, the pt experiences heating at her scs ipg pocket site as well as charger heating. The heating causes a burning sensation. F/u identified the pt adjusted her charging routine which did not resolve the issue. The pt has recently gained weight. At this time the pt has stopped using her scs system and started using an external stimulator. The pt is no longer experiencing the heating and burning sensation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.